Event description:
It was reported that during an implant procedure, a hair was found in the sterile packaging for the lead when opened by the surgical circulating nurse. Specifically, the company representative had opened the box the lead came in and gave it to the nurse. When she peeled opened the product, the hair was noted as sitting on top of the product. It was noted that the hair was now gone. The lead was not used in the pt and a new lead was used. The pt outcome was reported as doing fine.

Manufacturer narrative:
(B)(4): analysis of lead model 39565-65 (lot# v438106041) showed foreign material in the packaging. The product with the hair was received in a zip-lock bag and not the original sterile package. It was unk if the hair is the same reportedly found in the operating room since the source document noted that the "hair was now gone" but the company representative was present at the procedure and noted the hair. The lead was functionally okay with acceptable continuity and no shorts seen. Lead accessories were returned but not analyzed.